Event description:
A biomedical engineer reported that the unit had poor aspiration during a vitrectomy procedure. The staff troubleshot be changing the tubing and cassettes, but the issue did not resolve. There was enough aspiration to complete the procedure, but surgery took about 30 minutes longer than expected. There was no harm to the pt.

Manufacturer narrative:
The company representative observed surgeries as requested by the surgeon. No problem occurred; the vitrectomy cutter and aspiration operated properly without incident. The company representative examined the system and could not duplicate the customer reported problem. However the l7 an l8 pneumatic vitrectomy valves and the 57 psi regulator were replaced as preventive measures. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).